Event description:
During the evaluation of the device at the manufacturer's service center, there was visible foam degradations; however, an error code was observed. There was no reported patient involvement. The manufacturer¿s service technician observed error code 200 in the device's event log. No repair was performed. The device is not needed for inventory and was scrapped. No further investigation is warranted at this time.